Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by the customer.

Event description:
It was reported that during a acl procedure, the blade broke where it attaches to the saw. It was also reported that the broken piece was retrieved and an x-ray was taken to ensure the broken piece was not left behind in the patient. It was further reported there was an approximate 30 minute delay as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a acl procedure, the blade broke where it attaches to the saw. It was also reported that the broken piece was retrieved and an x-ray was taken to ensure the broken piece was not left behind in the patient. It was further reported there was an approximate 30 minute delay as a result of this event. It was also reported that there were no adverse consequences and the procedure was completed successfully.